Manufacturer narrative:
On 08/11/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 2 millimeter inaccuracy, inferior and laterally. In trouble-shooting, the surgeon attempted a tracer registration twice and was successful both times, however, when beginning to navigate, the surgeon deemed being inaccurate regardless of the instrument used. The surgeon attempted a three point tracer registration without improvement. Noted was that the patient's scan was from (B)(6) 2016. Recommendation made for the surgeon to use a more recent exam. The surgeon opted to continue, accounting for the alleged inaccuracy, and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and was unable to determine probable cause without further information. It is suspected the symptom was caused by the use of an old exam.